Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The air supply volume did not meet the standard value due to clogging of the nozzle. In addition to the foreign material found in the nozzle due to insufficient cleaning, additional evaluation findings are as follows: the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the play of the upward/downward knob was out of standard value, also due to wear of angle wire; the water supply volume did not meet the standard value due to clogging of the nozzle; the water removal ability did not meet the standard value, also due to clogging of the nozzle; the suction connector and the connecting tube had discoloration; the adhesive around the light guide lens was peeled; the connecting tube had a dent and a wrinkle; the suction cylinder was shaved and multiple parts of the scope were scratched. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about what is the foreign material and if they immersed the endoscope in the detergent solution. It is unknown if there was any delay in the start of the precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had bad air delivery. This was discovered during inspection for a diagnostic procedure. There was no delay to the intended procedure, and no report of patient harm. The device was returned, evaluated, and a foreign object was found in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.